Event description:
In 2003, pt underwent sacrocolpopexy procedure with implantation of veritas for repair of triple compartment vaginal prolapse: cystocele, rectocele and vault prolapse. In 2004, pt presented with return of triple compartment vaginal prolapse. Without surgical intervention, surgeon has been unable to assess performance of implant thus far. A follow-up sacrocolpopexy revision procedure is schedule for about a month later. Pt status described as: ready for sacrocolpopexy revision.